Event description:
Surgeon reported to sales rep that after broaching, reaming and trialing, he decided to place size 8 of the omnifit stem. He further reported that when placing the product, he established the product was too small. According to the surgeon this product is too small for a size 8. Surgeon also reported that he decided to place a competitive stem instead and, therefore, he removed the trident cup as well.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.